Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2021-12715. It was reported the patient complained he woke up one morning and had a shocking feeling throughout his body. The abbott representative met with the patient and performed a system diagnostics and found the midline cervical placement lead had all high impedance. The patient did not recall any falls, accidents, twisting, stretching or bending. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-12715. Follow up information obtained identified surgical intervention was taken and both of the patient's scs system leads were replaced and the reported issue addressed.